Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Manufacturer narrative:
A110208 removed from h6; a110201 added. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during setup for clinical use of an automated impella controller (aic), the console displayed a ¿system self check failed. Change console immediately¿ message upon power-up. The user was unable to shut down or restart the console using standard controls. Power to the device was discontinued, and the battery switch was turned off. The console was removed from service and sent for further evaluation. No additional troubleshooting information was available. No signs or symptoms of patient injury or patient harm were reported in association with this event.